Event description:
Resident was in room in the wheelchair. The resident tried to turn her wheelchair around while the brake was on. The chair tipped to the side. The side of the wheelchair came away from the seat of the chair. The chair was inspected and found the mechanism which allows the chair to be folded up and down had come off the track. The chair was removed from svc.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: other. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, telemetry failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.